Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch on the right ventricular (rv) lead due to low out of range pacing impedance measurements. Additionally, there were stored episodes with noise and oversensing on the rv channel. It was noted that in the bipolar configuration, there was no oversensing observed or changes in impedance measurements. Atrial fibrillation caused inappropriate signal artifact monitor (sam) episodes to disable the minute ventilation (mv) sensor. Technical services (ts) discussed programming options. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch on the right ventricular (rv) lead due to low out of range pacing impedance measurements. Additionally, there were stored episodes with noise and oversensing on the rv channel. It was noted that in the bipolar configuration, there was no oversensing observed or changes in impedance measurements. Atrial fibrillation caused inappropriate signal artifact monitor (sam) episodes to disable the minute ventilation (mv) sensor. Technical services (ts) discussed programming options. At this time, this pacemaker remains in service. No adverse patient effects were reported.